Event description:
Pt slowly began developing pain and increasing problems about her left hip. Showed signs of avascular necrosis. Femoral head with nail penetrating through the remaining portion of the head. Pertinent physical findings on admission showed pain with any attempted range of motion of her hip and shortening. X-rays revealed a vascular necrosis with degenerative changes about the left hip. Admitted for revision.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.